Manufacturer narrative:
Medtronic received the following information from a journal article entitled; follow-up results of aortic arch cervical debranching performed with the help of a temporary crossover external carotid artery bypass for cerebral protection followed by endovascular thoracic aortic aneurysm repair oztas dm, ugurlucan m, beyaz mo, ulukan mo, unal o, onal y et al. Interactive cardiovascular and thoracic surgery 2020; volume 30, issue 5 doi:10.1093/icvts/ivaa004. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient for the treatment of a thoracic aortic aneurysm involving the aortic arch and also underwent aortic arch cervical debranching using a novel technique prior to the tevar. A type 1 endoleak was observed due to the migration of the stent graft from the proximal sealing zone, which was presumed to occur during the remodeling of the aorta. Coil embolization was attempted at first to occlude the leak region, but it was not successful. An additional thoracic stent graft was implanted proximal to the previous stent graft and was ballooned. Control angiography showed no further endoleak. This patient died of pneumonia and multiorgan failure 12 months after the debranching and tevar procedures.